Manufacturer narrative:
Philips has investigated this complaint. The investigation established that the system was being used for a procedure at the time of the event, and that the procedure had to be completed using another system. No harm was reported to philips. A philips remote service engineer (rse) inspected the system remotely and was able to confirm that the device was displaying the error message "error: tube defective". The rse identified that the suite pc had lost connection to the certeray generator. A philips field service engineer (fse) inspected the system onsite and identified an issue with the internal power supply (ips) of the generator. The fse replaced the ips for the certeray generator and the device was returned to expected functionality. The log files for the device were analyzed which confirmed that the generator stopped working, and was unable to be accessed. The codes have been updated as per the investigation outcome.

Event description:
It was reported to philips that the system was giving an error ¨suite pc could not open or lost connection with certeray generator¨and would not allow to generate x-ray. There was no reported patient or user harm. Philips has started an investigation of this complaint.